Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor lost connection to the ilet pump while remaining connected to the dexcom app, and the user was guided to toggle the cgm setting on the pump, then re-enter the sensor pairing code to reinitiate pairing. No adverse clinical symptoms reported. Outcomes included no alerts or alarms from the pump and no medical intervention. User support included remote troubleshooting and user education regarding the sensor pairing process and expected pairing period. Investigation of this case revealed a communication and pairing interruption between the ilet and the cgm that was resolved through reconfiguration and re-pairing, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient communication interruption.